Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the hospital able to confirm the lot number: no; was the patient still hospitalized when the infection was detected on (B)(6): no; if not was the patient re-hospitalized due to the infection: no; what is current condition of the patient or condition of the patient when they were seen on (B)(6): antibiotics.

Event description:
It was reported that the patient underwent a perineal repair procedure on (B)(6) 2016 and the suture was used. Following the procedure, the patient returned with an infection on (B)(6) 2016, and treated with antibiotics.